Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous right coronary artery (rca). After a guide wire was crossed the lesion, pre-dilatation was performed with a 2.25mm and 2.5mm balloon catheters. A 28 x 2.50mm promus premier¿ stent was advanced to treat the lesion, however the device was unable to cross the lesion despite using additional guide wire. The physician removed the device from the patient and upon inspection, it was noted that the proximal edge of the stent was lifted. Subsequently, additional dilatation was performed with 2.5mm balloon catheter and the procedure was completed with implantation of another 28 x 2.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent; struts was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous right coronary artery (rca). After a guide wire was crossed the lesion, pre-dilatation was performed with a 2.25mm and 2.5mm balloon catheters. A 28 x 2.50mm promus premier¿ stent was advanced to treat the lesion, however the device was unable to cross the lesion despite using additional guide wire. The physician removed the device from the patient and upon inspection, it was noted that the proximal edge of the stent was lifted. Subsequently, additional dilatation was performed with 2.5mm balloon catheter and the procedure was completed with implantation of another 28 x 2.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).  Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).